Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the attempted right ventricular lead implant, vessel perforation was exhibited. For this reason, the lead was removed; no additional intervention was required due to the observed implant anomaly. The lead is not expected to be returned for post market analysis and no information was provided on a replacement product.